Manufacturer narrative:
B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Device evaluated by manufacturer: a nc emerge balloon nc was returned for analysis. A visual, tactile and microscopic examination was performed. A visual and tactile inspection revealed no issues with the hypotube shaft and the outer mid-shaft sections or the inner lumen of the device. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the proximal and distal markerbands identified no damage. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that the shaft separation occurred. Two 2.00 mm x 20.00 mm nc emerge balloon shafts were found broken upon opening the package. The balloons could not be advanced up to the coronary artery as intended due to shafts bend and broken close proximity to the balloon. The procedure completed successfully with another device. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that the shaft separation occurred. Two 2.00 mm x 20.00 mm nc emerge balloon shafts were found broken upon opening the package. The balloons could not be advanced up to the coronary artery as intended due to shafts bend and broken close proximity to the balloon. The procedure completed successfully with another device. There were no patient complications reported.